Event description:
It was initially reported that during surgery the device was used by surgeon to harvest the graft and the specimen was placed in carrier per protocol. When it was inspected by the surgeon, the graft was destroyed and shredded. A second graft harvest was required and was meshed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.